Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle was slow to retract. I have been receiving product complaints again on a reoccurring item the bd insyte autoguard 20g. Ref#382633. Not sure if this is an item you deal with or I should submit a product complaint online. Also might have some items to send in as well, and or maybe if this is an item you deal with that you can send in and take the video I have to add to a complaint for a certain lot that¿s been having mechanical issues. I will post the verbiage from the clinical side below. Two things are happening the safety button either doesn¿t engage or it¿s really slow both which put my staff at risk for a needle stick. Typically once the catheter is on the vein the needle is retracted very quickly and when this happens slowly it seems that it¿s an issue with the spring, or internal mechanism. It¿s subtle but did cause a needle stick for one of our staff and this particular lot ending in 721, is the biggest culprit. I have the piv¿s if you want to take a look at them. Let me know where I need to send them. No ¿ some needle sticks no harm or serious injury reported.

Manufacturer narrative:
Additional information of fa#.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaints of needle retraction failure and slow needle retraction could not be confirmed from the two shielded insyte autoguard needles and one representative 20g insyte autoguard device that were provided for investigation. Two shielded needles were received fully retracted. The safety mechanism on the retracted needles was reset and a functional test of each safety mechanism showed that the needles retracted within the time limit. The retraction time of the unused representative sample was also within specification. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. Although the used and representative samples do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.